Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, in-stent restenosis occurred and the patient experienced chest pain. The patient presented due to unstable angina. The 95% in-stent restenosis, 22mm long target lesion was located in the mid right coronary artery (rca) with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.5x28mm taxus liberte stent, resulting in 10% residual stenosis following post-dilation. The patient was discharged the following day on aspirin and prasugrel. (B)(6) 2011 - the patient presented to the emergency room with a crescendo angina pattern. Angiography revealed 85-90% diffuse in-stent restenosis of the 3.5x28mm taxus liberte stent placed during the index procedure. The physician treated the in-stent restenosis with balloon angioplasty using an unknown manufacturer's balloon. The event was resolved without residual effects and the patient was discharged the following day on aspirin and prasugrel.